Event description:
During initial implant, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was repositioned but was not successful to resolve the event. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned with the helix extended and clogged with blood. Examination of the lead did not find any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results of the connector boot were within product specifications. The lead could be fully inserted into the test df-4 connector sleeve as well as the test ICD.